Event description:
It was reported that the pt stated in (B)(6), that she had some interruptions in hearing. Sometimes she could not hear at all with her ci. According to the pt and her husband, the problems might have started 1-2 years ago with changing hearing level. Exchanging the external parts last summer by the clinic seemed to help a bit, but problems still persisted. Now hearing has stopped completely. Testing shows that the device has malfunctioned. An accident or anything similar did not happen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.